Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; high wall stress may predict the formation of stent-graft¿induced new entries after thoracic endovascular aortic repair claudia menichini, selene pirola, baolei guo, weiguo fu, zhihui dong and xiao yun xu (china) journal of endovascular therapy 2018, vol. 25(5) 571¿577 doi: 10.1177/1526602818791827. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 54 mm type b thoracic dissection on an unknown date. Aortic tortosity was noted. It was reported on follow up approximately 14 months post the index procedure, a stent graft induced new entry (sine) was observed near the distal end of the stent graft leading to aneurysmal growth and he formation of a second false lumen was observed. The cause of the event was in part attributed to anatomy due to wide arch and long tortuous aorta. No additional clinical sequelae were reported.